Manufacturer narrative:
Section d9 updated due to part return section h6 evaluation codes updated due to part return and evaluation: result - add additional code component - remove g07001 and add g0301204 h3: device evaluation summary: updated due to part return and evaluation medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator went into ¿ventilator inoperative¿ and generated a background fault diagnostic code indicating backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the unit had entered backup ventilation (buv) from memory with code expiratory autozero failed. Sp performed the extended self test (est) and found exhalation pressure sensor zero offset out of range (oor), expiratory zero offset oor and pressure oor codes. To solve the issue, sp replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One eva was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The eva was attached to the failure investigation test ventilator for analysis. The unit was powered up, at calibration unit failed auto zero at exhalation test. Upon further investigation the part pressure sensor (ps1) on exhalation sensor printed circuit board assembly (pcba) was found to be faulty confirming the eva to be faulty. If a failure of the ps1 occurs while in use on a patient, the ventilator response would be a loss of ventilation (lov) or backup ventilation (buv) to the patient. The cause of the event was determined to be faulty ps1 on eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator went into ¿ventilator inoperative¿ and generated a background fault diagnostic code indicating backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator went into ¿ventilator inoperative¿ and generated a background fault diagnostic code indicating backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the unit had entered backup ventilation (buv) from memory with code expiratory autozero failed. Sp performed the extended self test (est) and found exhalation pressure sensor zero offset out of range (oor), expiratory zero offset oor and pressure oor codes. To solve the issue, sp replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.